Event description:
A male patient experienced diffuse coronary artery spasm that was treated with nitroglycerin. Prior to the procedure, the patient was on statins, ace inhibitors, beta-blockers and aspirin and clopidogrel for thirty days or less. Indication for the procedure was stable angina. A 2.5 x 18mm cypher stent was implanted in the intermediate circumflex at 16 atms to treat a lesion described as 2.5 x 14mm long, de novo, irregular with a greater than 90% angulation, excessively tortuous, moderately calcified with a type c classification and a 60% visual estimate stenosis. Predilatation was not conducted, but post dilatation was conducted with a 2.75 x 13mm unknown balloon catheter at 20 atms. The second stent implanted was a 2.5 x 23mm cypher at 16 atms to treat a lesion the left posterolateral circumflex described as 2.3 x 18mm long, de novo with bifurcation, irregular, excessively tortuous with a greater than 90% angulation, eccentric, moderately calcified with a type c classification and 90% stenosis. Predilatation was not conducted, but post dilatation was conducted with a 2.0 x 12mm unknown balloon catheter at 12 atms. The third 2.25 x 18mm cypher stent was implanted at 20 atms to treat a lesion in the distal circumflex described as 2.5 x 13mm long, de novo with bifurcation, irregular, excessively tortuous with a greater than 90% angulation, eccentric, moderately calcified with a type c classification and 70% stenosis. Predilatation was not conducted but post dilatation was conducted with a 2.75 x 13mm unknown balloon catheter at 20 atms. A procedural complication of diffuse coronary artery spasm treated with nitroglycerin was reported and a slight increase in troponin was also documented. The event was resolved without sequel and was determined as unrelated to the cypher stent but highly probable to the procedure. The patient also reported angina at six-month follow up.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same patient reported under manufacturing numbers 9616099-2008-00082, 9616099-2008-00085 and 9616099-2008-00086.